Event description:
It was reported that the lead exhibited capture anomalies, high threshold, undersensing and 2232 ohms impedance due to clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal coil was crushed at 29 cm from the connector pin. The distal insulation was damaged at the same area. All five filars of the proximal coil were fractured. The lead continuity reading was high. The damage found was consistent with clavicular crush.